Manufacturer narrative:
The reported event that two drills fractured could not be confirmed because they were not available for investigation (lost in transit). Therefore, a metallurgical examination of the reported breakage cannot be performed, and it is also not possible to determine the precise root cause. According to previous similar performed investigations the possible root causes could have been: generally ¿ overload condition; reused drill in multiple surgeries; wrong speed for drilling; no axial guidance. Based on statistical evaluation there are no indications for any product related issue. Therefore, no corrective and/or preventive action is deemed to be necessary at this moment. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. If the products could be located at a later date an appropriate investigation will be performed, the complaint re-opened and the result revised. Device was not returned for evaluation.

Event description:
It was reported by a company representative that the device snapped as the surgeon was pulling the drill bit out and the other became stuck in the bone as they were drilling in the mandible and snapped off of the shaft. Drill fragments were retrieved from the patient. No other information is known at this time.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that the device snapped as the surgeon was pulling the drill bit out and the other became stuck in the bone as they were drilling in the mandible and snapped off of the shaft. Drill fragments were retrieved from the patient. No other information is known at this time.